Event description:
It was reported that the foley catheter was placed and the balloon inflated with 10cc of sterile water (part of kit). During the removal process, the total amount of fluid was unable to be removed from catheter inflatable balloon port site using a syringe. Upon catheter removal, 1-2 cc of fluid was observed, remaining in the balloon. There was a small amount of blood oozing from the catheter removal site/urethra opening. The foley was placed for an abdominal surgical procedure in a morbidly obese patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. A review on device labeling is adequate to prevent the reported event. "Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not re sterilize. For urological use only. Valve type: use luer syringe. Do not use needle." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was placed and the balloon inflated with 10cc of sterile water (part of kit). During the removal process, the total amount of fluid was unable to be removed from catheter inflatable balloon port site using a syringe. Upon catheter removal, 1-2 cc of fluid was observed, remaining in the balloon. There was a small amount of blood oozing from the catheter removal site/urethra opening. The foley was placed for an abdominal surgical procedure in a morbidly obese patient.